Event description:
It was reported that one of the vaporizer connection seal on the anesthesia system fell of during the daily routine check. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated on-site by our field service engineer. It was confirmed that one of the two vaporizer connection seals in slot two had fallen off. A new vaporizer connection seal was mounted in the vaporizer slot two. The system was thereafter successfully tested including locking and unlocking of the vaporizer several times. The system was released for clinical use. The evaluation of the received device logs shows that all the system checkouts and leakage tests covered by the test logs have been successfully performed. At the last startup of the system no system checkout or leakage test was performed. Our conclusion is that the vaporizer connection seal had fallen off, but the cause of why the vaporizer connection seal fell off has not been possible to determine in this investigation.

Event description:
Manufacturer's reference #: (B)(4).